Event description:
During im nailing hip fx, the ruler arm that opens up on the reaming rod measuring device broke at the end of the procedure. All pieces were retrieved. The procedure was completed with no effect to the pt.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated 02/2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing report shall be filed on a supplemental MDR. A review of the device history record revealed no discrepancy. All part is the lot were properly assembled. Parts were checked 100% for function to specifications and 100% visually. The product conformed to specifications and revealed no complaint-related anomalies.